Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek of the pouch. Based on the condition of the returned unit, the hole in the pouch was caused by contact with an object, which likely occurred while the product was being handled. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] po#(B)(4). Regarding to po#(B)(4), we would like to report that the products did not pass our inspection as attached. Torn packaging - c8323, lot# 1384885 (2 ea). Additional information received via email on 14sep2020 from [name]: the product did not pass the incoming inspection of po#(B)(4) because of torn packaging. Details are shown on the attached file. Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon investigation completion.

Event description:
Name of procedure being performed na (incoming inspection). Detailed description of event: medical leaders po#20-12app. Regarding to po#20-12app, we would like to report that the products did not pass our inspection. Torn packaging - c8323 lot# 1384885 (2 ea). Additional information received via email on 14sep2020 from [name]: the product did not pass the incoming inspection of po#20-12app because of torn packaging. Details are shown on the attached file. Patient status: na. Type of intervention: na.